Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) was 400 mg/dl. The customer straightened out the tubing and the remainder of the bolus was delivered. The occlusion was resolved after the tubing was straightened. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine if the tubing was the source of the occlusion.